Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient passed away due to end-stage heart failure.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined through this evaluation. The current heartmate 3 left ventricular assist system instructions for use, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, pump was deactivated and the patient was withdrawn from care. The pump operated as expected and was not returned.